Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 70 mg/dl. Customer treated their low blood glucose with food. Customer believed the insulin pump gave them too much insulin. Customer advised they were wearing their sensor and fighting their low blood glucose levels. Customer declined to troubleshoot their low blood glucose levels. Customer was advised to monitor their low blood glucose, monitor their insulin pump and call back if issues persist.